Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 100% stenosed, chronic totally occluded lesion in the popliteal artery with heavy calcification and mild tortuosity. A non-abbott catheter was advanced to the target lesion. Then a hi-torque (ht) proceed guide wire (gw) was advanced through the catheter and to the target lesion; however, resistance met in the totally occluded lesion. After a few drilling advancements, a loop near the tip of the gw was observed. The physician attempted to undo the loop by rotating the gw back, but the gw snapped inside the catheter. The wire appeared frayed and the coils possibly became separated. Therefore, the gw and catheter were removed as a single unit. The procedure was completed with an unspecified gw. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress tip and the break tip were able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Additionally, the teflon was noted to be scraped a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance met with the 100%stenosed and chronic totally occluded lesion resulting in the reported difficult to advance. Manipulation of the device ultimately resulted in the reported/noted device damages (tip/core bend, stretched/separated tip coils). The noted scraped teflon coating is likely a result of interaction with the torque device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a